Manufacturer narrative:
Reason for reoperation: silicone migration.

Event description:
Healthcare professional later reported silica gel leaked into the lymph.

Event description:
Healthcare professional reported "lymph nodes were found in the armpits". The following event is not related to the device, fever.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side ¿pain¿ and ¿rupture". The device has been explanted.